Event description:
It is reported that the device was implanted in 2006 and revised in 2009, due to the ulnar component loosening.

Manufacturer narrative:
Eval summary: no product was returned for evaluation. Also, no x-rays and/or operative reports were returned for review. Based on the available information a definitive root cause can not be ascertained at this time. : no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.